Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves as the lead was found to be dislodged. A revision was performed to reportion the lead. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves as the lead was found to be dislodged. A revision was performed to reposition the lead. No additional adverse patient effects were reported. Additional information indicated that the lead was already explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the dislodgement as evidence from the field and product analysis were insufficient to verify. Also, sensing issue not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.